Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture in right side. The device has been explanted.

Manufacturer narrative:
"Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red particles on the shell, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: striated broken on anterior and sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: striated broken on anterior assessed as surgical damage. Sharp broken on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported rupture in right side.the device has been explanted.